Event description:
It was reported the pump alarmed "high pressure." No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device evaluation: all labels were still intact. / no physical damaged was found on the device. The event history log showed the date and time discrepancies and it confirmed that there was a record of a continuous "high pressure" alarm when the pump operated or immediately after turning on the power. The functional test did not confirm the issue. The occlusion detection level of the dso sensor was within the standard. Possible defective cassette or circuit product could have caused the issue reported. As a preventative, the downstream sensor was replaced, and the upstream sensor was re-calibrated. Product is beyond 12 years from manufacture date of 2010-08 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.